Manufacturer narrative:
(B)(4). The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. In this case, it was reported the heavily calcified lesion was not pre-dilated prior to attempting to advance the promus, which likely contributed to the reported difficulties. It should be noted the promus instructions for use (IFU) states: pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. It is likely that an interaction with the lesion/anatomy during the attempt to cross the lesion may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon. Subsequent interaction with the calcified lesion during retraction would have then led to the stent dislodgement. Additional non-surgical treatment was used to retrieve the dislodged stent with a snare. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. In this case, the reported difficulties appear to be related to the operational context of the procedure. All sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information. (B)(4) - no pre-dilatation. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Event description:
It was reported that direct stenting was performed and the promus stent was attempted to be delivered to the lesion. The stent failed to cross due to the severe calcification at the ostium of the lesion. In order to perform pre-dilatation, an attempt was made to remove the device and during removal, the stent dislodged in the lesion. The stent delivery system (sds) of the device was removed from the body. The dislodged stent was retrieved with snare and removed from the patient. The physician commented that no predilatation was performed at first, and due to the procedural context, the stent became dislodged; there was no problem with the device itself. No adverse patient effects were reported. Though requested, no additional information was provided.